Event description:
A dreamstation CPAP w/humid device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped by the service center after the evaluation was completed.